Manufacturer narrative:
Additional concomitant medical products information references the main component of the system, other applicable components are: product ID: (B)(4), lot# va16t21, implanted: (B)(6) 2016, product type: lead. Product ID: (B)(4), (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a left middle fossa skull base defect that needed to be repaired. Persistent left csf/clear otorrhea following a tympanostomy tube placement was also noted. The event resulted in an in-patient hospitalization for greater than 24 hours on (B)(6) 2017. It was unknown if the event was resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The middle fossa defect repair, csf/ottorhea, tympanostomy tube placement and hospitalization were not reportable per the protocol as they were not related to the device or therapy. The patient was admitted with effusion in left ear so a tympanostomy tube was plated at that time. Since then, the patient has had persistent, clear otorrhea. No further complications were reported/anticipated.